Event description:
At about 2 months after primary, the patient came in reporting pain due to a loose cup and the cause is unknown. The surgeon revised the cup, head, liner and screw. The surgery was completed successfully. It has been reported that the cup was put in too medial during primary surgery due to surgeon technique. The patient's bone is very bad. Any bone fracture was noticed during the surgery.

Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs manager: a revision surgery was performed two months after the primary total hip arthroplasty. The patient had reported pain, prompting follow-up radiographic evaluation. The available x-rays demonstrate a medialized position of the acetabular cup, with evidence of a breach in the medial wall of the acetabulum. Unfortunately, there is no preoperative information regarding the condition of the acetabulum (e.g., presence of coxa profunda). However, excessive medial reaming during the initial procedure is a possible contributing factor. Based on the available information, it is not possible to determine whether the medial wall breach occurred intraoperatively or developed during the early postoperative period. Batch review performed on 01-apr-2025: lot 2403404: (B)(4) items manufactured and released on 11-mar-2024. Expiration date: 25-feb-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.